Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot #8100785 - review of the DHR¿s revealed that all challenge, set-up and in-process samples were performed per specification in accordance with the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received 1 iag 22ga unit within a sealed package from lot 8100785. All components were present and intact. Visual examination: no physical-mechanical damage detected on any of the components of the received unit. The catheter and the needle tip were acceptable per specifications. The penetration and drag test was performed and within specifications with a result of: 19.2 gf (catheter penetration), 23.1 gf (needle penetration) and 1.3 gf (catheter drag). The flashback test was performed by inserting the unit into a lab provided artificial vein: liquid was observed on the flashback chamber and on the needle notch (when tested by itself). The water-leak test was performed on the catheter adapter assembly and no leakage was observed on any of it components. Conclusion(s): no physical-mechanical damage was observed on any of the components of the received unit and no manufacturing related issues that would trigger the failure experienced by the customer was found.